Event description:
On may 29, 2006, the facility contacted baxter technical services to report an incident while using a system 1000 hemodialysis treatment. The facility reported that on the evening of thursday may 25, 2006, a nurse was operating the machine on a single pump single needle dialysis treatment. Approx one hour into the treatment, the machine began to alarm with "air detected" alarms. When the nurse arrived at the machine, she found the blood tubing contained many visible air bubbles, and there was blood leaking from the tubing at the arterial line clamp. The nurse was unalbe to return the blood to the pt, but there was no other harm to the pt. The pt continued the remainder of the treatment on another machine that eveining and continues to dialyze on their regular schedule. After discontinuing the treatment, the nurse found the tubing to have been mostly severed by the arterial line clamp. The machine was removed from service, and examined on may 29, 2006. The arterial line clamp was replaced and the machine was returned for use. There have been no further problems reported since this incident.

Manufacturer narrative:
There is no further info available at this time. If add'l info is available, a follow-up report will be sent.